Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified distal right coronary artery. A 32 x 3.00mm promus premier¿ stent was advanced but was unable to cross the proximal part of the lesion. The device was removed from the patient and it was noted that the distal edge of the stent was slightly lifted. The procedure was completed with another of same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).